Manufacturer narrative:
The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Event description:
It was reported to gore that a 48mm gore® cardioform asd occluder was intended to be used to treat a patient with a 28-30mm large atrial septal defect (asd). During the sizing balloon maneuver the patient experienced bradycardia. The device was deployed and locked. Immediately after locking the device the patient experienced an av block and was treated with cortisone and atropine. The patient then experienced a junctional rhythm. The device was retrieved via the retrieval cord. Right after the removal of the device the patient went into sinus rhythm. The patient will undergo surgical closure of the asd.